Manufacturer narrative:
Visual inspection of the returned product found that it was broken into two main pieces. Small fragments were missing as they were discarded during cleaning of the operating room. The reported issue has been investigated through corrective action and a device history record review is not required. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tibial articular surface provisional (tasp) construct for all persona users on file at the time of the field notice. Tasp top components and standard tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. However, it was reported that the device broke after being hit with a mallet, which is clearly advised against in the revised surgical procedure as part of the field action. Per the persona surgical technique, gentle manual pressure should be applied without impacting the tasp construct (including the tasp top, bottom, shim, and tibial sizing plate handle) with either a mallet or hand. Therefore, misuse is considered as the root cause.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now known that the device broke during the surgery. All the pieces were present on the back table after completion of the surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke. It is unknown at this time when or how the device broke.